Manufacturer narrative:
A new tiu (tool interface unit) was installed in the system. This resolved the issue and system is now fully functional. Suspect tiu has not been sent back to the manufacturer for further evaluation.

Event description:
A medtronic representative reported a navigation system experiencing intermittent communication with the foot pedal. No foot switch is attached. The site is not using the software key and has tested it with a separate monitor. All connections have been checked to verify no loose cables. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement part, opt fiber comm ior, shipped to site. Suspect device has not been returned to manufacturer for analysis.